Event description:
Patient reported obtaining a blood glucose result of 129 mg/dl, while using the suspect device. Patient stated that he immediately opened a new strip vial and retested blood glucose with back-to-back results of 498 mg/dl, 332 mg/dl, and 454 mg/dl. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.